Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted.

Event description:
Received information regarding a cartridge alarm (cartridge alarm 25) during the load process. There was no reported impact to customer's blood glucose level.